Event description:
It was reported that the patient experienced superficial wound separation nine days after the artificial urinary sphincter (aus) implant surgery. The case was resolved using keflex as medication. The event was not considered related to the implanted aus, but a relation with the procedure was stated. There were no additional patient complications reported.

Event description:
It was reported that the patient experienced superficial wound separation nine days after the artificial urinary sphincter (aus) implant surgery. The case was resolved using keflex as medication. The event was not considered related to the implanted aus but a relation with the procedure was stated. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.